Event description:
It was reported that, surgeon removed agbii modular and replaced with an abgii monolithic stem and new ceramic head. Left liner and cup intact.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR #9616680-2012-00562.